Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, after the guidewire crossed the valve and the pigtail catheter was exchanged, hypotension was observed. It was noted that the delivery catheter system (dcs) was prepared in advance. An echocardiography was performed that revealed a pericardial effusion. A left ventricular angiography was performed that revealed a left ventricular perforation. Subsequently, pericardiocentesis with drainage were performed, and the patient's condition was stable to an extent. However, the bleeding was unable to be controlled and the patient was transferred to surgery to undergo open heart surgery. Additional information was received that the complications occurred before the implantation of the medtronic product and the dcs was not inserted when the perforation/effusion occurred. Per the physician, the cause of the perforation was the non-medtronic guidewire when passing and contacting the thin apex of the heart, and the dcs was not a contributing factor.

Event description:
It was reported that during the implant procedure of a transcatheter valve, after the guidewire crossed the valve and the pigtail catheter was exchanged, hypotension was observed. It was noted that the delivery catheter system (dcs) was prepared in advance. An echocardiography was performed that revealed a pericardial effusion. A left ventricular angiography was performed that revealed a left ventricular perforation. Subsequently, pericardiocentesis with drainage were performed, and the patient's condition was stable to an extent. However, the bleeding was unable to be controlled and the patient was transferred to surgery to undergo open heart surgery. Additional information was received that the complications occurred before the implantation of the medtronic product and the dcs was not inserted when the perforation/effusion occurred. Per the physician, the cause of the perforation was the non-medtronic guidewire when passing and contacting the thin apex of the heart, and the dcs was not a contributing factor. Additional information was received that clarified the perforation and symptoms occurred prior to using the dcs for implant.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. The adverse event occurred prior to using the medtronic system for implant and per the physician was caused by a non-medtronic guidewire. There is no evidence to suggest the device caused or contributed to a death, serious injury, or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, after the guidewire crossed the valve and the pigtail catheter was exchanged, hypotension was observed. It was noted that the delivery catheter system (dcs) was prepared in advance. An echocardiography was performed that revealed a pericardial effusion. A left ventricular angiography was performed that revealed a left ventricular perforation. Subsequently, pericardiocentesis with drainage were performed, and the patient's condition was stable to an extent. However, the bleeding was unable to be controlled and the patient was transferred to surgery to undergo open heart surgery.